Manufacturer narrative:
Model number/catalog number: 72404156. Serial number: n/a. Batch/lot number: 0153872008. Model/catalog description: reservoir 100 ml pc/iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly. A surgical procedure was performed during which a leak was identified in the left cylinder, resulting in the device not cycling properly. The ipp was removed and replaced. No patient complications were reported.